Manufacturer narrative:
(B)(4).

Event description:
The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. Patient stated that they did not hear the receiver low alert and ended up in a car accident. Patient's truck was totaled. Patient was treated on the scene by the paramedics and was given 2 tubes of glucagon, a couple of granola bars and candy. Patient was told that his blood glucose was around 35mg/dl after the glucagon. Additionally, patient tested the audio function of the receiver and it did not beep. No further event or patient information was reported.